Event description:
It was reported that patient underwent a fracture reduction procedure utilizing plates on an unknown date. During a follow up visit to the patient's surgeon, the fracture was noted to have opened up although it had been fully reduced during the reduction procedure. It is not known if a revision procedure has occurred; however, a revision procedure will be necessary to correct the issue.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed due to the limited information available: date explanted - it is unknown whether a revision procedure has occurred; however, one will be necessary. There are warnings in the package insert that state that this type of event can occur: "loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures; loss of anatomic position with nonunion or malunion with rotation or angulation." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01569 / 01570).